Event description:
Bair hugger in or suite was plugged into wall outlet. Staff walked in and smelled an "electrical burning smell" and noted the plug was blackened. Scortch marks were noted on the back of the unit and the hose.====================== health professional's impression======================the hot spot was found on the warmer near where the power cord plugs in, the contacts were not burned. The power cord was not burned and was intact.